Event description:
A fail code 500 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 500 was confirmed. Typically, this failure is associated with a stuck key, other than the on/off key. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-129, which was opened mar 23, 2005 and is in the investigation stage.